Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Without the device to examine, no determination can be made as to the root cause of the reported discrepancy. Potential causes for the reported stent dislodgement, as observed in past incident, may include, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodgement from the stent delivery system (sds) during removal from the package and was found in the package. The device was not used on the pt. No additional event or pt info is available.